Event description:
The patient was having a hard time talking, so he gave his caregiver the phone to speak on his behalf. On (B)(6) 2015, the patient fell and broke his hip and it was believed that there was a blockage and the medication wasn¿t getting through. On (B)(6) 2015, the patient had hip surgery where a rod and a couple of screws were placed. On (B)(6) 2015, the patient started having pain and spasms; the onset was gradual. In (B)(6) 2015, they did a dye study and couldn¿t get anything out. An emergency CT scan with IV contrast was then done; there were no lesions, granulomas, or kinks. The patient was given oral medication; the patient had oral morphine. The patient¿s quality of life was not good. The patient was getting weaker and weaker and losing mobility. Normal things that he could do before were going away; he was unable to do them anymore. The pump was lasted filled on (B)(6) 2015. At the time of this report, the patient was in excruciating pain and his body tensed up. The pump was delivering lioresal, bupivacaine, and morphine. On (B)(6) 2015, it was reported that the catheter was occluded by calcification surrounding the catheter. The pump and catheter were replaced and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6)2005, explanted: (B)(6) 2015, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4).